Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation. 2 events were confirmed. 2 devices were found to be affected by disassembly and missing components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device disassembled. 1 reported event had no patient involvement; no patient impact. 1 reported event had patient involvement; no patient impact.